Event description:
Medtronic received information that motor error alarm occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation. (B)(4). Sv 3.0b. Pump passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test. Pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case from reservoir tube window corners and cracked reservoir tube window. The test infusion set and reservoir does lock into place.